Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was a needle stick injury: post use. The following information was provided by the initial reporter. The customer stated: "difficulty using the butterfly, the needle cover is not easy to use, one nurse reports a needle stick injury."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and another 8 retention samples by functional testing, each having their safety shields activated, and no issues were observed relating to difficult to activate safety shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode difficult to activate safety shield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "difficulty using the butterfly, the needle cover is not easy to use, one nurse reports a needle stick injury."